Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a impella cp placed pre-percutaneous coronary intervention. However it was noted that during impella access there was bleeding after peel away sheath removed and repo sheath placed. Forward tension sutures used and angle match done. CT surgery consulted for additional help and placed multiple mattress sutures and pressure dressing was applied. Additionally, there were suction alarms at p-9, dropped to p-7 and volume given. The cp was successfully weaned and explanted. Patient survived.

Manufacturer narrative:
During the implant procure, arterial bleeding from impella access site despite attempting mattress sutures, angle matching, and forward tension sutures. Bleeding was seen after peel-away was removed and repositioning sheath placed. Activated clotting time (act) was 227 at time of bleed and noted to be 326 at case start. The pump was not returned. Data logs were not recovered. Access site bleeding - major: the cause of the access site bleeding - major was most likely high patient act values. Low pump flow: the cause of the low pump flow was most likely patient condition related due to lower p-level and blood volume given after suction alarms with no further mention of suction events.